Event description:
Additional information was received and it was determined the incorrect lot# was given when reporting complaint. The correct lot# is els80g134bp and this lot does not expire until 31-may-2015.

Event description:
It was reported that a actifuse abx was implanted on (B)(6) 2014 but expired on (B)(6) 2013. No patient or user injury reported.

Manufacturer narrative:
(B)(4). Additional information was received and it was determined that the incorrect lot number was provided. The correct lot number is els80g134bp and this lot does not expire until 31-may-2015. As there is no deficiency against the product and no expired product was used, no further investigation is necessary. The case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: use of a properly labeled product beyond the expiration date is a user error. Expired product may potentially have a reduced therapeutic effect (no adequate bone formation) or may even lose its sterility. Since bone healing and fusion occurs over many months, the final impact of this user error cannot be judged in short term. After consideration for potential harms and worst-case scenarios, we cannot exclude that an adverse health consequence may occur as a result from this user error (use over expiration time). A follow-up report will be submitted upon receipt and evaluation of the manufacturer's investigation.